Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The secondary infusion of potassium chloride kcl (20mmol/50ml) was expected to infuse over 30 minutes and infused faster than expected for an ICU patient. A normal saline bag (1000 ml) was started at midnight to infuse at a rate of 30 ml/hr via the primary line. The potassium replacement was started at 0100. At 0115 the user observed a fast flow in the drip chamber, the secondary medication bag was empty and the primary bag was half empty. The roller clamps for both sets were engaged, and the drip chamber continued to fill. The patient¿s distal cvc port distal lumen was clamped to stop flow. The user opened the pump door and identified a broken platen. The module was sent to biomed for evaluation. Lab blood work was planned after the infusion completed. The pc unit and tubing were not sequestered.